Event description:
Implant loss, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, bone resorption, infection, swelling, inflammation, mobility. Maybe chemotherapy around time of implant placement, blood coagulation disorder, compromised immune resistance, diabetes mellitus, smoker, suspected autoimmune disease - pat. Did not inform about medication before op.